Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of provided photographs of explanted device. Visual examination of the provided pictures identified minimal wear to the liner and glenosphere. The taper interfaces are not shown in the photos; therefore, further evaluation cannot be performed. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Common device name: (B)(4). Concomitant medical products: comp rvrs shldr glnsp std 36mm cat: 115310 lot: 851310, poly liner plus 0 mm offset 36 mm diameter cat: 00434903600 lot: 63842312. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned.

Event description:
It was reported that the patient underwent an shoulder arthroplasty. Subsequently was revised due to pain from disassociation of the glenosphere form the base plate. Four (4) months, fourteen (14) days post primary implantation. No additional information is available at this time.